Manufacturer narrative:
H6; the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, this case reports the poly insert was exchanged to a thicker insert due to instability. Per email correspondence, the requested surgical reports and x-rays are not available. Therefore, the patient impact beyond the revision/poly exchange cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was unstable, so the surgeon took out the 13mm ps hiflex 3-4 poly and put in an 18mm ps hiflex 3-4 genesis ll poly. No more details regarding this event were provided at this time.